Manufacturer narrative:
Per the user facility's biomedical engineer (biomed), they did not want the field service representative (fsr) to evaluate the unit. They decided they are retiring the cooler heater unit. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooler heater unit would not warm and "cool" mode was still operating. As a result, an alternative device was employed. Customer finished case with a bair hugger blanket warmer. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.